Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va33ngs) revealed that the lead passed functional testing. Continuation of d10: product ID 978b128 lot# va33ngs serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va33ngs, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that impedance   readings of 4k at just the case. Many impedance tests were done, and it showed the same results each time. The caller confirmed the lead was fully seated in the header block, that a gentle tug was done to confirm the securely torqued-down setscrew, and that lead was wiped clean of any fluid. While on the call, the caller confirmed positive motor responses on programs 1-4, utilizing all the electrodes. The caller also got positive motor responses from monopolar configuration. The agent reviewed that it was reassuring to have positive motor responses, but there was also the possibility of replacing the battery if the surgeon would feel more comfortable with that option. Due to the nature of the call coming from the or, not all sr information was gathered. The rep emailed with request for missing sr information., the caller indicated that they replaced the battery and continued to have high impedances. They then replaced the lead and continued to have high impedances. They tested for motor responses again and continued to get good motor responses. They decided to conclude the procedure with the high impedances on the case pairs, and when impedances were tested in post-op, they got normal values, and the issue was resolved. The caller indicated that the patient had some type of si fusion plates and speculated about that causing an issue with impedances.